Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of this transducer confirmed poor image quality as described by the customer. Investigation of the device noted oil separation and a wrinkle/dent in the lens, which is the same location as the most obvious signs of oil separation. Stains to the connection and strain relief as well as scratches and wear marks on the gastroscope shaft were also noted. The overall damage identified during the evaluation would inhibit the performance of this transducer and is indicative of improper maintenance.